Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps having low battery alert less than a week. Troubleshooting was not performed. Customer blood glucose reading was 56 mg/dl. The battery was not changed. The product will be returning for analysis.